Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. The device is not available to stryker.

Event description:
The extractor could not turned into the a3 nail. The product manager assembled the parts together and everything functioned as intended. It is believed that the compression screw was not advanced up far enough for extractor to engage. The surgical technique must be followed to assure optimal performance. It is believed this experience is a technique issue. The blunt tip design of the extractor is intended to pass through the soft tissue and bone and self-center itself in the base of the nail.